Event description:
It was reported that during percutaneous transluminal angioplasty interventional procedure, a balloon rupture occurred. A left forearm approach was used. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superior cerebellar artery. A 10.0mmx40mmx135cm (5f) sterling balloon catheter was selected and advanced to treat the target lesion. Upon first inflation at 3 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
Left superior cerebellar artery initially reported and correct target lesion should have been left subclavian artery .

Manufacturer narrative:
Correction: from left superior cerebellar artery to left subclavian artery. Device evaluated by manufacturer: the sterling catheter was received inside a sterling shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event : over 18 years. (B)(4).